Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air/water cylinder, suction cylinder, auxiliary jet channel, scope connector cover, plastic distal end cover, nozzle, adhesive around objective lens, adhesive around bending section cover and connecting tube. There was no patient involvement.